Manufacturer narrative:
Product ID 3889-28, lot# v872659, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient received stimulation adjustment assistance either on the previous night or two days ago. It was stated that the patient had his stimulation increased, but was unsure when that had occurred. The patient was reported as feeling stimulation ¿too high¿ on the day of this report and had wanted it decreased. Additional information received reported that the patient was feeling stimulation that was hurting his buttocks. The pain was noted as having started on the night prior to this report and was reported as ¿killing¿ the patient. Additional information has been requested but was not available as of the date of this report.